Event description:
On 7/19/95 at 6:15 pm resident was being transferred from wheelchair to chair. When the cna pulled wheelchair from behind resident a loose screw from fast strap on fast paddle hit resident's left lower leg causing laceration. Resident sent to to hosp for sutures.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: material degradation/deterioration. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.